Event description:
It was reported that the pump battery was depleting rapidly. There was no adverse impact to the customer¿s blood glucose level. Customer did not wish for a follow-up, and due to warranty expiration, no additional corrective actions were documented as the customer is in the process of renewal.